Event description:
The plastic shaft portion of my new electric toothbrush brush head is leaving my lips feeling abraded. I cannot feel a roughness on the brush head with my fingers, but my lips sting and feel raw where the shaft has rubbed against them. To be clear, it's not the bristles, but the long stick part that holds the bristles and connects to my electric toothbrush. Additionally, I was holding and fingering the brush head while on the phone with philips (an approx 15-min call) about this issue. Afterward, my fingers had that itchy sting that is unique to exposure to abrasive microdust such as fiberglass. Philips said they would send me a replacement 3-pack. (I do not intend to try the other two brush heads in the package of 3), but although I worked very hard to clearly identify the brush heads, the ones sent are not the correct ones. I called philips to request a replacement today ((B)(6) 2018) and was told they are out of stock of the correct brush heads (and that I can keep calling back to request a replacement to see if they are in stock, but they won't place a backorder for me). However, during this call, I again handled the brush head so that I could double check the model number for the philips rep, and now, once again, my fingers have that distinctive itchy sting. I then touched my face (a bad habit, I know), and know my face has that itchy sting where I touched it. This is a philips sonicare compact proresults brush head. This is the first brush head removed from a just opened package of 3 brush heads. Numbers on package include upc 0 75020, description: 02730 6. Hx6023. (B)(4). The brush head has a white shaft with blue-green bristle with a single row of blue bristles. The shaft of the brush head is labeled philips sonicare (B)(4). This brush head for use with a philips sonicare electric toothbrush (this shouldn't matter, but our electric toothbrush model is hx8910 170911 1c). I filed a report with the (B)(4) on (B)(6) 2018, but received a reply that the complaint must be placed with the FDA. That was (B)(4) document number (B)(4); report number (B)(4).